Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in pieces, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, no further investigation was possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The dimensional inspection performed at lens generation was reviewed. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provided some warnings of contrast reduction where the splitting of the light into more than one focus may affect image quality and lead to some reduction of contrast sensitivity. Also, the dfu indicated that patients should be informed about the possibility that a decrease in contrast sensitivity and an increase of visual disturbances may affect their ability to drive a car under certain environmental conditions, such as driving at night or in poor visibility conditions. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's right eye, due to dysphotopsia, impaired vision, glare with a visual acuity of 20/80. The lens was replaced with a model zlb00 lens and the patient was reported to be doing fine. No further information was provided.